Event description:
The customer received questionable tina-quant albumin gen.2 (microalbumin) results for patient urine samples. It was noted that qc results were out of range, so the tech pulled several previously tested samples and retested them on the another cobas c501 analyzer. Patient sample 1 initial result was <12 mg/l with a data flag and then repeated as 25 mg/l. The results from the other cobas c501 analyzer were 1.45 mg/l, 1.05 mg/l, 1.23 mg/l which reran with an increased sample volume as 156.67 mg/l and 159.85 mg/l. The sample was retested on this analyzer and the results were 177.47 mg/l, 1.07 mg/l with a data flag, 0.96 mg/l with a data flag, and 0.63 mg/l. Patient sample 2 result was <12.0 mg/l with a data flag when tested twice on the other cobas c501 analyzer and was 25 mg/l when tested on this analyzer. The samples were negative for proteins when tested with urine dipsticks. The results of 25 mg/l were reported outside the laboratory. The results of <12.0 mg/l were believed to be correct based on the urine dipstick results and the patient's previous results. The customer stated they will generate corrected reports. There was no adverse event. The microalbumin reagent lot number was 68904401 with an expiration date of 06/30/2015. The field service representative was unable to determine a cause and could not duplicate the problem. As preventative measures, he adjusted the gear pump pressure, flushed the rinse tubing, replaced the reagent and sample probes, checked the probe rinse volumes and checked all probe mechanical adjustments. He performed precision testing with results within guidelines.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.